Event description:
It was reported to boston scientific corporation that an ultraflex precision colonic stent was used during a colonic stent placement procedure on a 64 year old male patient. According to the complainant, as the nurse technician deployed the stent, the suture became stuck when the stent was deployed approximately 90%. The physician pulled the stent system somewhat distal from the desired position in order to deploy the stent. The stent deployed, however, not at the desired target site. The procedure was completed by the placement of another ultraflex precision colonic stent inside the first stent in order to cover the stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.